Event description:
The customer states that one pt sample is generating erratic results with the axsym toxo igm assay. The same pt sample generated index results of 0.099 (negative), 0.683 positive), 0.110 (negative), and 0.109 (negative). Controls have been within specifications. The analyzer's message history log showed a number of liquid level sense errors. A field serv ice call was initiated. There is no implact to pt management reported.